Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneutx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. It is reported that the patient had difficult anatomy with excessive tortuosity and severe calcification, which made access difficult. The physician used a 22 french sheath but had difficulty with orientation of the device. The physician cranked the reusable handle to deploy the stent graft until eventually the graft cover broke. The graft cover did not retract and the stent was not exposed. The device was removed from the patient and another device of equivalent size was inserted; however, the same circumstances occurred and the graft cover broke with the attempt at deployment. It is reported that the delivery catheter was removed and a third device of equivalent size was successfully deployed. It is reported that the patient is fine and no clinical sequelae were reported. The device was discarded by the facility.